Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2008. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2013 due to patient allegations of pain, altered gait, implant clicking, tenderness, loss of range of motion and bone/tissue damage. Patient's legal counsel further reported a loosened femoral stem was allegedly noted during the revision procedure. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown ; PMA/510(k) number; manufacture date ¿ unknown. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2014-02387, 03567 & 03568).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6), 2008. Subsequently, patient's legal counsel reported that a revision procedure was performed on (B)(6), 2013 due to patient allegations of pain, altered gait, implant clicking, tenderness, loss of range of motion and bone/tissue damage. Patient's legal counsel further reported a loosened femoral stem was allegedly noted during the revision procedure. A review of the invoice history confirmed the initial surgery date and indicates the revision procedure was performed on (B)(6), 2013. Additionally, it confirmed the acetabular cup, modular head and taper adapter were removed and replaced. It could not be confirmed through review of invoice history that the femoral stem was removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2008. Subsequently, patient's legal counsel reported that a revision procedure was performed on (B)(6) 2013 due to patient allegations of pain, altered gait, implant clicking, tenderness, loss of range of motion and bone/tissue damage. Patient's legal counsel further reported a loosened femoral stem was allegedly noted during the revision procedure. A review of the invoice history confirmed the initial surgery date and indicates the revision procedure was performed on (B)(6) 2013. Additionally, it confirmed the acetabular cup, modular head and taper adapter were removed and replaced. It could not be confirmed through review of invoice history that the femoral stem was removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a right hip revision in (B)(6) 2013. Operative report noted the presence of a hematoma, granuloma tissue, a loose acetabular cup, a defect in the acetabulum and lysis. The stem was well fixed and remained implanted. The modular head and acetabular cup were removed and replaced.